Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that trauma over the implant has happened, which can cause occlusal overload, contributing for the non-osseointegration.

Event description:
(B)(4) ¿ the dentist reported that 2 months and 2 days after the dental implant was installed in intraoral region 8#, its non- osseointegration was observed. Moreover, 55n.cm of primary stability was achieved, the patient presented bone type iii and immediate implant procedure was performed.